Event description:
Pt was receiving an electrotherapy treatment in the area of the knee. Seven minutes into the treatment, the pt began to complaint about a shocking sensation traveling sensation traveling up their leg. The pt was ask to begin a series of knee exercises. During the sequence of exercises, the pt complained of a sharp biting feeling to the treatment area. The pt does suffer with hypertension, neuropathy, congestive heart failure, diabetic, and knee pain. Add'l treatment parameters include: treatment settings = 2-pole ifc, intensity -15 minutes, intensity = 51.

Manufacturer narrative:
Awaiting return of unit for eval.